Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a peritoneal dialysis patient was admitted to the hospital on (B)(6) 2016 for fluid overload and peritonitis. The pdrn reported that the patient symptoms of peritonitis were not caused by touch contamination. Laboratory results of the patient's dialysate were negative, there is no evidence of bacterial contamination. The patient's fluid overload was reported to be caused by inadequate peritoneal dialysis therapy. Per a physician's order, the patient switched modalities to hemodialysis while in hospital. The patient resumed her pd therapy after discharge from the hospital on (B)(6) 2016. No malfunction of the patient's pd cycler were reported.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. A second simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume were within tolerance. The cycler programmed displayed fill and drain volume values were within tolerances. The valve actuation test, system air leak test, and the patient sensor calibration check passed. The load cell value and verification were within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.